Event description:
While performing arthroscopy for a torn acl, the mitech machine just stopped working in the middle of surgery. All troubleshooting mechanisms were performed but machine would still not work. Had to manually proceed with procedure. Prolonged anesthesia and surgery. Later co rep evaluated and changed cord and handpiece and machine started working again without problems.